Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,(B)(6) 2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) identified that the module board light emitting diode (led) lights were off and a new module board was replaced to resolve the issue. The cables were reseated and verified for proper connection. The medications that had fallen under the pockets were cleaned and removed. Additionally, slide bumpers were replaced in drawers main 2.1, 2.2, 3.1, and 2.2. The system was tested by the customer and confirmed to be functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to be detected by the bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the reported condition of ¿main enhanced full height drawer 4 failed to be detected by bus¿ was confirmed by fse (field service engineer) and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that the pyxibus module controller board light emitting diode (led) lights were off and was replaced to resolve the issue. The cables were reseated and verified for proper connection. The medications that had fallen under the pockets were cleaned and removed. Additionally, slide bumpers were replaced in drawers main 2.1, 2.2, 3.1, and 2.2. The system was tested by the customer and confirmed to be functioning correctly with no issues. During dchu visual inspection: pn 151903-01: the unit revealed signs of thermal damage, specifically on component ic u300 and capacitor c302. No fluid ingress, loose components or other anomalies were observed. During dchu testing: pn 151903-01: no further testing was performed due to evidence of thermal damage observed on ic u300 and capacitor c302. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component u300 on the full height cubie pmc (pn: 151903-01) circuit board resulting from an electrical failure. This damage compromised the communication and control signals, preventing the drawer from being detected on the bus.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to be detected by the bus. The customer stated that this malfunction occurred while dispensing the medication. As per part investigation, it was determined that the failure was caused by thermal damage to component u300 on the pcba pmc, preventing drawer detection on the bus. There were no adverse events or injuries reported based on this event.